Event description:
Caller reported blood glucose results of 101 mg/dl and 98 mg/dl on customer's aviva system, 46 mg/dl and 62 mg/dl on ambulance system, all results within 10 minutes. Customer presented symptoms of hypoglycemia while on phone with nurse, who called an ambulance. Caller had result of 101 mg/dl on aviva system; ambulance system had 46 mg/dl. Customer was given root beer. After drinking root beer, ambulance system result was 62 mg/dl, aviva result was 98 mg/dl. No further treatment was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.